Event description:
It was reported to philips that the device has an issue with the display and the customer wanted the parts ID for the display. The customer did not explain what the issue was. There was no reported adverse patient impact.